Event description:
It was reported that the patient underwent coronary angiography which revealed 90% occlusion in the mid left circumflex. The physician pre-dilatated the lesion with a 2.0 x 8 mm non-abbott balloon and tried several attempts to cross with a 2.5 x 23 mm xience v, but did not cross the calcified lesion. During removal of the catheter, there was resistance and it stuck on the guide wire and the two devices were removed together. Another same size xience v successfully crossed the lesion. No reported adverse patient effect and no clinically significant delay in the procedure. No additional information was provided. Device analysis revealed the shaft was separated.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: bmw; inflation: medtronic; guide cath: cordis; sheath: cordis. Evaluation summary: the device was returned for evaluation. The failure to advance/cross could not be replicated in a testing environment as it was based on operational circumstances. The resistance between the stent delivery system and guide wire could not be confirmed due to the condition of the returned device. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.